Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that eight months and twenty-nine days post a dialysis catheter placement below the crania, the clamp on the blue venous return was allegedly broken. Reportedly, a temporary clamp was placed, and the entire device will be needed to be replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, functional evaluations were performed on the returned device. One clamp was noted to have a fracture and the missing portion of the fractured clamp was not returned. Therefore the investigation is confirmed for the reported clamp fracture and the identified material separation issues and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and twenty-nine days post a dialysis catheter placement below the crania, the clamp on the blue venous return was allegedly broken. Reportedly, a temporary clamp was placed, and the entire device will be needed to be replaced. There was no reported patient injury.